Manufacturer narrative:
(B)(4).

Event description:
Information was received from a trial patient for bowel dysfunction and gastrointestinal/pelvic floor. It was reported the therapy worked perfectly for the patient up until now where they started leaking a little again. The leaking began on (B)(6) 2016. The patient could feel stimulation during the call; however, they did not feel stimulation very much during the day. Settings were increased to 1.4 volts but it was a little uncomfortable initially, however discomfort dissipated over time and it no longer felt uncomfortable. No falls/trauma associated with the event. Miralax was taken for constipation; the patient reportedly always had constipation her whole life. A recent episode of constipation occurred on (B)(6) 2016.

Event description:
The patient further indicated no problem so far.